Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 7752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The health care provider (hcp) called for MRI guidelines and noted that the patient¿s implantable neurostimulator (ins) had been non-functional for 2 years and had been off since (B)(6) 2014. The patient was receiving hyperbaric treatment and the hcp that called in was not the patient¿s managing physician.